Event description:
The customer reported the ventilator went vent inop and alarmed upon power on. The customer reported the unit was not in use on a patient, therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the customer reported event. Review of the ventilator log history indicated a 24 / 12 volt failure had occurred during operation with a vent inop occurrence during subsequent power on. The customer did not know if the noted failure occurred while in use on a patient, and there was no reported patient harm. When a 24 / 12 volt failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The service technician replaced the power supply to address the findings. Performance verification testing was completed and passed per operating specifications.